Event description:
Reportedly, the smartview connect could not be paired with the pacemaker s/n (B)(4), on 28 july 2023. The pacemaker was successfully paired with another smartview connect on 31 august 2023. The defective smartview connect was rebooted on (B)(6) and 5 (B)(6) 2023, but remained in a loop with the screen 'set up failed' as an outcome.

Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as the device was not functional and the error message ¿set-up failed¿ was displayed. - analysis revealed that the pairing sequence was initiated on (B)(6) 2023 and was not successful, and no retry was performed until (B)(6) 2023, when the patient was already paired with another smartview connect. - therefore, the subject smartview connect could not finish its initialization and remained in an out-of-order state, as per specifications.

Event description:
Reportedly, the smartview connect could not be paired with the pacemaker s/n (B)(6) on (B)(6) 2023. The pacemaker was successfully paired with another smartview connect on (B)(6) 2023. The defective smartview connect was rebooted (B)(6) 2023, but remained in a loop with the screen 'set up failed' as an outcome.